Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower had failed. A field service engineer investigated an intermittent failure in tower doors one and two and reapplied corrective grease to the microswitch contacts, but the issue persisted. The field service engineer replaced the controller board, reconfigured it, checked all lights, reconnected cables, and cleaned debris to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.